Event description:
On (B)(6) 2013 a patient underwent revision surgery to remove a trestle two level plating system which had successfully fused the c4-5/5-6 vertebral bodies. The system was removed in order to create space for additional hardware required to fuse the level above. Upon removal two of the anchors fractured and broke leaving the distal threaded portions of the screws securely anchored within the patients vertebrae. The top proximal sections were both removed without issue. The trestle anterior cervical plating system was originally implanted in (B)(6) 2011.

Manufacturer narrative:
An evaluation of the returned the trestle self-drilling screws indicated the anchors/screws were properly manufactured and released to design specifications. No anomalies were detected. The trestle plating system was removed from a successfully fused location in order to create room for additional hardware needed to fuse another area. It is unknown when fusion was achieved during the one year eight months in which the trestle system stabilized the cervical spine. The instructions for use (ins-014) state; postoperative management: the trestle anterior cervical plating system implants are designed and intended as temporary fixation devices. The devices should be removed after complete healing has occurred. Devices which are not removed after serving their intended purpose may bend, dislocate, or break and/or cause corrosion, localized tissue reaction, pain, infection, and/or bone loss due to stress shielding. Complete postoperative management to maintain the desired result should also follow implant removal surgery. The trestle anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. Device implants include a range of plate sizes and bone screws to provide the versatility required for the specific indications noted. Fixation is achieved by means of a rigid plate that is surgically attached to the spine with bone screws. Implant plates are manufactured from surgical grade titanium alloy (astm f136) and nitinol (astm f2063) and the bone screws are manufactured from surgical grade titanium alloy (astm f136). All device components are intended for fixation/attachment to the anterior cervical spine only. It is intended that the implants be removed after successful fusion.